Manufacturer narrative:
Device serviced by third party service center.

Event description:
A ventilator was returned to the manufacturer as part of a field action. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the o2 low flow test. The device will be returned unrepaired to the customer as the customer did not approve additional repairs.